Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) was confirmed. The root cause was isolated to an open pulse wire in the a&b cable. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.